Event description:
The customer observed false reactive havab igg, and hbsag qualitative ii results generated on the alinity I processing module for patient samples. The following results were provided: (B)(6) 2025 sample ID (B)(6) havab igg initial result = 2.03 s/co, repeat results = 0.59 s/co, 1.00 s/co (B)(6) 2025 sample ID (B)(6) hbsag initial result = 4.66 s/co, repeat = 0.30 s/co, 0.30 s/co, repeat result on (B)(6) 2025 = 1.28 s/co hbsagqua%n = 94%. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) cleaned and replaced multiple parts including the wash zone manifold, no valves. The replacement of the wash zone manifold, no valves resolved the issue. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the wash zone manifold, no valves did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the wash zone manifold, no valves were identified.

Event description:
The customer observed false reactive havab igg, and hbsag qualitative ii results generated on the alinity I processing module for patient samples. The following results were provided: on (B)(6) 2025, sample ID (B)(6) havab igg initial result = 2.03 s/co, repeat results = 0.59 s/co, 1.00 s/co on (B)(6) 2025, sample ID (B)(6) hbsag initial result = 4.66 s/co, repeat = 0.30 s/co, 0.30 s/co, repeat result on 26feb2025 = 1.28 s/co. Hbsagqua%n = 94% . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.